Manufacturer narrative:
Product analysis: analysis determined that the stylus and cursor were not aligned. The connection between overlay and xy board were reseated and the stylus calibrated. Hard drive was reconfigured and reloaded; software was reloaded. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out specification during manufacturer's analysis. There was no patient involvement.